Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Provided patient x-rays and intra-operative photograph have been reviewed. Material wear of the liner cannot be confirmed using the provided images. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had right hip pain. At revision, the surgeon noted that cup and excessive anteversion spine was stiff. Black tissue was noted. The surgeon stated characteristic of titanium debris. Neck of stem was noted to have notch, caused by impingement of neck on metal liner. Doi: approx 10 years ago. Dor: (B)(6) 2021; affected side: right hip.